Event description:
The following description of the event was copied from the user facility medwatch report received by carefusion from the FDA on 08/12/2013. The circuit was not used on patient". Please refer importer report #: (B)(4).

Manufacturer narrative:
On several occasions, carefusion has contacted the user facility seeking additional info concerning the reported event and status of device. As of (B)(4) 2013 the user facility has not provide this info. (B)(4). Based on the customer's device evaluation, this is a known issue with the cap/diaphragm, thus no additional investigation/evaluation is required. Carefusion has initiated a suppler corrective action request (scar) to the supplier of the cap/diaphragm assembly as a part of our corrective and preventative action system to address this issue. Carefusion has conducted a risk assessment related to this issue and has determined the risk to be acceptable.